Event description:
Reportedly, on (B)(6) 2013, the patient was implanted with the subject device with two active fixation leads. All measurements are normal. Few days after implant, the patient underwent an ablation of atrial flutter and atrio ventricular node (the patient becomes pm-dependent). During a subsequent follow-up, ventricular threshold increase and atrial lead dislodgment were observed. On (B)(6) 2014, the physician performed then an implant revision, replacing both leads with two passive fixation leads. On (B)(6) 2014, the patient was admitted to emergency room due to dizziness, unstable threshold was observed (varying from 0.75v to 3v). The patient was therefore hospitalized. On (B)(6) 2014, a pause of several seconds was observed on the ECG, resulting in loss of consciousness of the patient. On (B)(6) 2014, a new implant revision was performed. During the follow-up before this procedure, the physician observed unstable threshold and a gradual increase of the ventricular impedance. During the implant revision, the leads seemed well connected to the pacemaker. The psa confirmed unstable pacing threshold. A visual inspection showed blood infiltration on ventricular lead. Consequently, the physician replaced both leads (non sorin) and pacemaker. The subject device was returned for analysis.

Event description:
Reportedly, on (B)(6) 2013, the patient was implanted with the subject device with two active fixation leads. All measurements are normal. Few days after implant, the patient underwent an ablation of atrial flutter and atrio ventricular node (the patient becomes pm-dependent). During a subsequent follow-up, ventricular threshold increase and atrial lead dislodgment were observed. On (B)(6) 2014, the physician performed then an implant revision, replacing both leads with two passive fixation leads. On (B)(6) 2014, the patient was admitted to emergency room due to dizziness, unstable threshold was observed (varying from 0.75v to 3v). The patient was therefore hospitalized. On (B)(6) 2014, a pause of several seconds was observed on the ECG, resulting in loss of consciousness of the patient. On (B)(6) 2014, a new implant revision was performed. During the follow-up before this procedure, the physician observed unstable threshold and a gradual increase of the ventricular impedance. During the implant revision, the leads seemed well connected to the pacemaker. The psa confirmed unstable pacing threshold. A visual inspection showed blood infiltration on ventricular lead. Consequently, the physician replaced both leads (non sorin) and pacemaker. The subject device was returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, on (B)(6) 2013, the patient was implanted with the subject device with two active fixation leads. All measurements are normal. Few days after implant, the patient underwent an ablation of atrial flutter and atrio ventricular node (the patient becomes pm-dependent). During a subsequent follow-up, ventricular threshold increase and atrial lead dislodgment were observed. On (B)(6) 2014, the physician performed then an implant revision, replacing both leads with two passive fixation leads. On (B)(6) 2014, the patient was admitted to emergency room due to dizziness, unstable threshold was observed (varying from 0.75v to 3v). The patient was therefore hospitalized. On (B)(6) 2014, a pause of several seconds was observed on the ECG, resulting in loss of consciousness of the patient. On (B)(6) 2014, a new implant revision was performed. During the follow-up before this procedure, the physician observed unstable threshold and a gradual increase of the ventricular impedance. During the implant revision, the leads seemed well connected to the pacemaker. The psa confirmed unstable pacing threshold. A visual inspection showed blood infiltration on ventricular lead. Consequently, the physician replaced both leads (non sorin) and pacemaker. The subject device was returned for analysis.